Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(6). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse removed both the rotary valve and the injector valve face plates to observe for any obstructions. The injector valve #5 was clogged and fse replaced it. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clogged injector valve #5.

Event description:
On (B)(6) 2016, a customer reported large syringe error with their g8 analyzer. Technical support advised the customer to change the sample needle but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.